Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlc75 cut, but the staples are not closed. A competitor's device was used to complete the case. There was no consequence to the patient.